Manufacturer narrative:
Field service was not sent to the customer location. The customer was troubleshooting a system error with customer technical support (cts) and during cleaning saw the strip pads at the bottom of the instrument. The troubleshooting was unrelated to the pads found in the customer instrument. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented. (B)(4).

Event description:
The customer found one loose velocity urine chemistry strip pads in the bottom of the instument. The lot number the customer was using is p/n: 800-7212 lot#: 7212052b, expiration: 3/2016. There were no erroneous patient results generated or reported out of the lab.